Event description:
It was reported a patient experienced peritonitis coincident with automated peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event and began initial treatment with intravenous vancomycin (dose, duration and frequency not reported). The patient was later treated with intraperitoneal vancomycin (dose and frequency not reported) for the event. Treatment was eventually discontinued and the patient was discharged from the hospital. The patient was reported to have recovered from the peritonitis event. Dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.